Event description:
Information from clinical trial database. A coil tail prolapsed from the aneurysm into the acom and the contralateral a2. Patient started on nadroparine, clopidogrel and aspirin. Small thrombus obstructed ipsilateral frontal a4 branch. Mechanical thrombolysis was successful with guidewire and microcatheter. No thrombolytics administered. Coils used: model number: x-6-20-t10-hss, product name: nexus helix supersoft csr. X-5-15-t10-hss, nexus helix supersoft csr. X-4-10-t10-hss, nexus helix supersoft csr. X-3-6-t10-hss, nexus helix supersoft csr. X-2-4-t10-hss, nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Registry information. Another countries' registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.